Event description:
It was reported that, during a thr surgery, the central screw in the ref interfit third hole cover tilted in such way when closing the central hole that the insertion of the inlay was not possible (case-(B)(4)) and the already implanted r3 0 hole acet shell 52mm had to be removed. The surgeon tried intraoperatively to remove the jammed hole-cover screw with a polarcup screwdriver with handle 3.5 and a ratchet handle, this device no longer gripped and became unusable. Then, as last option, an unknown allen key (which is not an instrument from the r3 set) was used. This last attempt with the allen key failed completely, because it broke off (case-(B)(4)) and a part of the allen key is still stuck in the thread of the screw and cup. Surgery was successfully completed by implanting an identical replacement cup implant with replacement central screw, after a non-significant delay. The broken piece was safely recovered from the patient. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The broken allen key is stuck in the threads of the mating device , rendering the device inoperative. The rest of the device was not returned. Dimensional evaluation could not be completed on the returned allen wrench device, as the device was returned damaged and of unknown origin. The clinical/medical evaluation concluded that based on the limited information provided we are currently unable to rule out a procedural/ user variance as a contributing factor to the reported event, which does not represent a device malfunction. Per case details, an off label device was used along with the smith and nephew products, and broke within the r3 cup. Two post procedural x-rays were provided for review however, they do not contribute to the root cause of the reported events. Provided photos confirm the reported breakage. It was noted that the procedure was completed using a back-up device. The patient status was reported as fine. Since no patient injuries are being reported, no further clinical assessment is warranted. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The contribution of the device to the reported event could be corroborated as the device was damaged. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. An inspection of the attached photo confirmed the stated failure mode. The broken allen key is stuck in the threads of the device , rendering the device inoperative. The device shows signs of extensive use. Dimensional evaluation could not be completed on the returned allen wrench device, as the device was returned damaged and of unknown origin. The failure mode cannot be confirmed via dimensional evaluation of the allen wrench device. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. The contribution of the device to the reported incident could be corroborated due to the visible damage on the device. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.